Manufacturer narrative:
Add'l info received indicated that the customer has not received any further occlusion alarms and was "fine". The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 400 mg/dl. As the customer changed the cartridge, infusion tubing and cannula after the alarm. Tandem technical support was unable to perform trouble shooting to help determine the possible cause of the occlusion.